Event description:
It was reported that a pt being supported with a quadrox-ID oxygenator exhibited a pattern of diffuse cerebral phenomenon. This info was obtained during a meeting with some staff at (B)(6). No add'l info was provided. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was discarded by the facility. A lot number was not available so investigation or root cause determination is not possible. The customer made no request for an investigation.